Manufacturer narrative:
The issue was resolved when customer switched to a new vial of crric lot 221434. All results were as expected.

Event description:
A customer reported unexpected negative results on capture-r ready ID when testing one sample using capture-r ready indicator red cells (crric) lot 221434. The sample contained a known anti-e. The anti-e was detected with gel card method.